Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported kink/separation was confirmed on the return and was likely due to the case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified, 100% stenosed lesion in the distal left anterior descending (lad) coronary artery. The 4.5x8 mm nc trek rx balloon dilatation catheter (bdc) was advanced but failed to cross the lesion due to the anatomy and the proximal shaft became kinked in the process. The bdc was retracted and the proximal shaft separated into two parts. The procedure was completed successfully with another 4.5x8 mm nc trek. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.